Manufacturer narrative:
Submit date: 10/05/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the pump is not pumping fluid and won't hold a charge. Additional information was requested and the customer stated that there is no additional information available.

Manufacturer narrative:
This report was filed in error as there is no reportable malfunction with this complaint. There will be no supplemental reports filed.